Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. A root cause could not be identified. Based on the results of the investigation, a field service engineer (fse) was dispatched onsite and confirm there was no malfunction with the device. However, fse confirmed that the end user was using the incorrect button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had no image on the monitor. The issue was found during an inspection for use. There were no reports of patient harm.